Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that when the site sent the robot to the first trajectory and the trajectory appeared inaccurate. They used a planar passive probe to check accuracy and noted it was about 1mm off. The site performed another snapshot and sent to the trajectory, which now appeared accurate. Later in the surgery, they noticed the trajectory was off again, completed another snapshot, and then the trajectory appeared accurate again. There was no patient harm and the procedure was not delayed.

Manufacturer narrative:
A2, a4: patient age & weight are unavailable. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.